Event description:
MRI technician was putting pt into magnet and a sandbag on the pt's right groin (status post arteriogram) flew into magnet. The sandbag caught the bottom of the head coil and ripped it off into pieces. The staff forcibly removed the sandbag from the magnet and discovered it was made of metal pellets.